Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose (bg) was recorded as high and customer used insulin to address elevated bg. Customer reverted to using manual insulin injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.